Event description:
A report was received that a pt's precision ipg was explanted because it was damaged during a non device-related cardiac radiofrequency procedure. A new ipg was implanted, and the pt was reportedly doing well after the surgery.